Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the unit was unable to interrogate implantable pulse generators but was able to interrogate implantable cardio defibrillators, the unit interrogated multiple devices using a known, good radiofrequency head. Analysis did find that the power supply and system fan were intermittently noisy and both were replaced to resolve. The hard drive was reconfigured and the software was reloaded and updated. The unit passed final functional and systems tests and no anomalies were found. (B)(4).

Event description:
It was reported that the programmer would not interrogate the device after receiving a software update. Following software update, the programmer would no longer connect to any pacemakers, would only read defibrillators. It was noted the programmer was in good working order until the latest software update was installed. Putting the programmer into hibernation and attempting interrogation at a later time both manually and automatically failed to remedy the issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.